Event description:
Literature: hooper ak, okun ms, foote kd, et al. Venous air embolism in deep brain stimulation. Stereotact funct neurosurg. 2009;87(1):25-30. Summary: this study reports on the approximate incidence of venous air embolism (vae) during deep brain stimulation (dbs) lead placement using two methods. A retrospective review was conducted of records of 286 bds leads implanted from july 2002 to may 2007. Characteristics of those who coughed during surgery were reviewed. Prospective vae monitoring in 21 consecutive patients with 22 leads from june 2007 to august 2007 was also obtained using precordial doppler ultrasound and end-tidal co2. Reportable event: the patient experienced an intra-operative venous air embolism requiring medical intervention. The patient experienced paroxysmal coughing, decrease in end-tidal co2, and mild disorientation (no change in saturation or blood pressure) while undergoing left lead placement in the ventralis intermedius nucleus (vim), the patient was in a recumbent position. The patient was treated with bipolar cautery-sealed vessels. There were no significant hemodynamic or permanent consequences as result of the event.

Manufacturer narrative:
See scanned pages.